Manufacturer narrative:
Concomitant products: w1dr01 ipg (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart block leading to asystole. It was noted that the right ventricular (rv) lead exhibited high and unstable thresholds, high impedance, oversensing and possible fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.